Event description:
The patient was undergoing surgery for repair of an arteriovenous (av) fistula. During the thrombectomy portion of the procedure the #4 fogarty was passed for the second time, and it hung up. The balloon would not deflate. The catheter was retracted according to normal procedure; we expected the balloon to rupture and the catheter to come out. The catheter came out but without the thin portion of the balloon. The catheter tip, etcetera seemed to be intact but the balloon had stripped off.